Manufacturer narrative:
Analysis of the stimulation lead (serial number (B)(4)) found that the conductor body was broken 10.6cm from the distal end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977c165, serial# (B)(4), product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain and headaches. It was reported that the patient was looking for a healthcare provider (hcp) in their area to help with their stimulator/therapy. The patient reported that they had reached out to their managing hcp about the issue, and is on a priority waiting list to see them. The patient reported that their stimulator was put in (B)(6), but they live in (B)(6), and are looking for a hcp there to help them get relief. The patient reported that "they feel" that their diagnosis is occipital neuralgia and "it" did seem to help. The patient reported that a couple of electrodes were out, but the manufacturer's representative (rep) overrode them. The patient reported that they were pain free. The patient stayed in atlanta for a week and flew home. The patient reported that they noticed on the airplane that it changed. The patient reported that they got a lot of pain and has been struggling. The patient report ed that they had been in touch with their rep and they tried having the patient do different things and tried changing the rate and voltage, but it had not worked. The patient reported that the pain is pretty bad. The patient reported that the rep told the, it wasn't working and they need to see a neurosurgeon. The patient stated that the rep thinks that the lead needs to be changed and repositioned. Patient services asked why the rep thought that and the patient stated that " a wing of the ins was a little bit low, or something was low." No further complications were reported or anticipated. Additional information was received from the rep. It was reported that the rep didn't have any other information on the patient. The rep assumed the patient would be following up with the physician and noted that if the physician felt like a rep needed to be there for the appointment that he would let them know; the rep also noted that they should have more information if that happened. Additional information was received from a manufacturer's representative (rep). It was reported that the rep was just made aware of the lead issue. The patient was re-programmed twice and coverage was reestablished. The rep stated as far as they knew it was a programming issue. When the coverage changed again, and since the patient lives out of stated they were advised to make an appointment for an assessment. The leads were not " too low", but they had pulled out of the space completely and were sitting on the muscles. The rep was notified of this issue on (B)(6). The patient had the lead revised on (B)(6). The lead was replaced and good coverage was established. No further complications were reported or anticipated.

Manufacturer narrative:
References the main component of the device, other applicable components are: product ID: 977c165. Serial# (B)(4), product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that the patients symptoms had returned. X-ray showed the paddle had moved into connective tissues and all contacts had impedances greater than 10,000. In the operative room extensions were removed and the paddles was isolated to check impedances, which were still greater than 10,000 so the paddle was removed and replaced. No further complications were reported as a result of this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) product ID 977c165 lot# serial# (B)(4) implanted: explanted: product type lead product ID 97792 lot# serial# unknown implanted: explanted: product type accessory product ID 97792 lot# serial# unknown implanted: explanted: product type accessory if information is provided in the future, a supplemental report will be issued.